Manufacturer narrative:
The customer was sent a replacement breast pump. On 04/21/2017 a medela clinician followed up with the customer at which time she stated that she was diagnosed and treated by her physician for mastitis. She was prescribed dicloxacillin 500mg for 10 days. She also stated that the issue is resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product was received on 04/19/2017, and inspected by quality engineering at which time a malfunction was found, but the customer's complaint of low suction was not confirmed.

Event description:
On (B)(6) 2017, the customer reported to customer service that suction on her pump in style advanced breast pump was low. She also stated that she had mastitis.